Manufacturer narrative:
Device received with critical pump error (open book) and pump error 40 found in the alarm history file due to a software error. Unable to verify serious pump error and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error and saw red x on display. Customer's blood glucose level was unknown. Customer also reported that there was no crack in insulin pump compartment and insulin pump was not exposed moisture. There was no alarm followed by critical pump error. The device will be returned for analysis.